Event description:
It was reported that a patient underwent an artery procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported the hemostatic valve leaked. The sheath was replaced and the issue resolved. There was no patient consequence reported. Additional information was received on the event. Hemostasis valve dislodged from its hub location. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The sheath was not being used on the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an artery procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported the hemostatic valve leaked. The sheath was replaced and the issue resolved. There was no patient consequence reported. Additional information was received on the event. Hemostasis valve dislodged from its hub location. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. Photo attached. Per the photo received, the dilator was bent. The sheath was not being used on the patient. The investigation was completed on 25-feb-2022. An analysis was performed on the picture that was provided by the customer. According to the picture provided by the customer, the hemostatic valve was dislodged and the dilator was observed bent. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. In addition, a bent was observed on the vessel dilator tip. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 15-feb-2022, noted a correction to the 3500a initial as it should have included under b5. Event description that per the photo received, the dilator was bent. The dilator damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Therefore, updated field h6. Medical device problem code to include "material deformation (a0406).